Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the residual liquid remained on the distal end because reprocessing could not be conducted properly due to a leak from the arm cover glue. In regards to the worn glue between the distal end and the server plug in, it is likely this issue occurred due to physical (such as hitting/dropping) and/or chemical stress (such as solutions used). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited residual liquid on the distal end and worn adhesive between the server plug-in and distal end. There were no reports of patient involvement.